Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements for the right ventricular (rv) lead. Upon interrogation there was loss of capture (loc) and impedance measurements greater than 3000 ohms. A revision procedure was performed and pacing system analyzer (psa) testing was done. The psa showed both high out of range impedance measurements and loc on the rv lead. Fluoroscopy imaging was taken and showed an inner conductor coil fracture just proximal to the svc coil halfway to the terminal pin. Subsequently the pace sense portion of the rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.